Event description:
It was reported that during an attempt to insert the sheath into the patient's jugular vein, the md inserted the needle into the vein and instead of blood, the md aspirated air. There was no apparent break on the hub. As a result, the md opened another set and used its needle and syringe to the complete the procedure.

Manufacturer narrative:
Sample will not be returned for evaluation. Follow-up report will be filed if additional information becomes available.